Event description:
It was reported that the patient underwent a sling procedure and an intravesical bladder neck suspension graft procedure on (B)(6) 2011. The patient experienced erosion and post-operative complications and has undergone additional surgeries and revisionary procedures. The patient had a right sided pelvic hematoma, which was managed conservatively and underwent a cystoscopy and excision of the mesh on (B)(6) 2011, due to erosion, incontinence, infection and pain.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.